Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse manager reported that after an intraocular lens was implanted the patient experienced blurry vision and the inability to function normally. The lens was exchanged for a different lens three months after the initial implantation with reports of over correction of astigmatism for the clinical reason for explant. Additional information is requested.